Event description:
It was reported that a percuflex plus ureteral stent was used during a ureteroscopic holmium laser lithotripsy procedure in the ureter performed on (B)(6) 2023. During withdrawal, the stent was found fractured. It was noted that there was a tear in the coil part of the stent. The procedure was successfully completed with another percuflex plus ureteral stent. Investigation results revealed that the stent shaft was detached/separated, therefore this event has been deemed an MDR reportable event. Please see block h10 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code 2976 captures for the reportable investigation results of stent damaged or kinked. Block h10: the returned percuflex ureteral stent was analyzed, and a visual evaluation noted that the shaft was detached or separated. Additionally, the positioner was not returned, suture was returned loaded and complete, and also, the straightener was return. During magnification, the problem of shaft detached was observed closely no other problems with the device were noted. The reported event of stent torn material was not confirmed. Taking all available information into consideration, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Based on the analysis performed, evidence found with the shaft detached or separated. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get detached at the end of the procedure affecting the performance of the device consistently leading to device being stent detached. Consequently, affect the performance of the device. For the reported problem of torn material, it was not confirmed since the torn was not detected, for this reason, the as analyze code will be no problem detected. Therefore, the most probable root cause is adverse event related to the procedure.